Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device explant was recommended. The physician elected to not proceed with device replaced as the patient's ejection fraction had significantly improved and may no longer require therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. Since the patient did not need therapy, the entire system was explanted and not replaced. There were no additional adverse patient effects it was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device explant was recommended. The physician elected to not proceed with device replaced as the patient's ejection fraction had significantly improved and may no longer require therapy. No adverse patient effects were reported.